Event description:
It was reported that when using the bd pyxis¿ es server user informed that all the users were not able to login to the stations and server. An error "unable to authenticate" was reported. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login. The technical support specialist (tss) dialed into the server, started all services expect service manager and identified that the server was 1.7.4 and it did not use this service. Tss confirmed that all stations were using synchronization 2.0 and the issue was not related to decommissioning. Tss then dialed into the patient encounter system, opened the internet information service and verified that the certificate was valid. Customer confirmed that they were able to get out the server back up and the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.